Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2008 at 3:55 pm, the lay user/patient contacted lifescan (lfs) alleging that a onetouch ultra2 meter had an apply sample issue. The medical affairs specialist (mas) was able to contact the patient to obtain/verify additional information. The patient normally tests twice daily and manages his diabetes with diet and exercise only. The alleged issue reportedly first occurred the same day at around 3:00 am when the patient attempted to test his blood sugar, and noticed an apply sample message. At about two and a half hours later (around 5:30 am), the patient stated that he woke up feeling low (sweating and shaking) and reportedly took some candies with juice and felt better after 30 minutes. The patient did not have a backup meter to test with. This was not a new out of box product. The alleged issue was not resolved with troubleshooting and the patient's products have been replaced. This complaint is being reported because the alleged issue was not resolved with troubleshooting. The patient claimed that he developed symptoms suggestive of hypoglycemia after the alleged meter issue began.